Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that when patient presented in clinic for follow-up noise was observed in the right ventricular lead. The lead was explanted. Patient is doing fine post procedure.